Event description:
It was reported during reprocessing that the permanent cautery spatula was noted to have insulation around the head of the instrument scratched away. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the insulation around the head of the instrument is scratched away. Pieces of the ceramic sleeve are missing around spatula tip. No signs of charring on the tip. Engineering concluded that damage was likely due to mishandling. Electrical continuity testing passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.